Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that the system can't make exposure. The fse reviewed the log files and found that the ippc (image processing pc) post had failed and it can't start up. The fse confirmed that the ippc power supply was defective. The fse replaced the power supply in the ippc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not do exposures. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the ip-pc power supply. The device was returned to expected functionality.